Event description:
A customer reported having multiple instances where the system only allows 2500 cpm instead of 5000 cpm when performing a vitrectomy. The rfid light did not change to green until an alternate probe was used. The case was completed without harm to the pt.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).